Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. According to the patient, back in september 2024 (approximately), the patient noticed a small bump at the g7 needle puncture location and believed it would resolve by itself. Yet, as time went on, the lump increased in size, and he grew worried. He described the area as similar to a tadpole with a small round bump, roughly the size of a quarter. By (B)(6) 2024 (approximately), the patient opted to see four different doctors, yet none could diagnose the problem or offer effective care. This setback caused the bump to keep increasing over the subsequent months. No photo was provided. He consulted a surgeon who diagnosed the issue as a lipoma and recommended surgical removal, since it had grown quite large and was already affecting the patient's daily activities. He was having trouble with mobility and couldn't carry out specific tasks because of the discomfort. On (B)(6) 2025, the patient successfully underwent minor surgery to remove the lipoma. The wound was closed with sutures, and he is currently in the recovery phase, doing well post-operation. The patient was not able to mention any specific details prior to or after the operation. He did not recall any medication or outpatient care treatment before or after the procedure. Per patient, the physician only advised him to rest. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.